Event description:
Samples.

Manufacturer narrative:
27 unused me2020 microbore extension sets were received and tested by our quality team with the customer's complaint of occlusion/ fluid blockage. All 27 sets were visually inspected then primed and infused with saline solution and no issues were observed. The sets received were functional and performed as intended. The customer's complaint could not be verified and the root cause remains unknown without the affected device for investigation. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Unused samples.

Manufacturer narrative:
Investigation summary: 27 unused me2020 microbore extension sets were received and tested by our quality team with the customer's complaint of occlusion/ fluid blockage. All 27 sets were visually inspected then primed and infused with saline solution and no issues were observed. The sets received were functional and performed as intended. The customer's complaint could not be verified and the root cause remains unknown without the affected device for investigation. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
It was reported that bd maxguard extension set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that item is unable to be flushed of medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.